Event description:
Pt on 48cmh2o of peep. Md ordered for respiratory therapist to wean peep. Knob nonfunctional. Unable to decrease peep level. Ventilator switched to another bear 1000 on 42cmh20 peep. Ventilator immediately removed from pt care and tagged. No harm to pt.